Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot qualification or sterilization records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that she had itching, soreness, and pain. Her blood glucose was between 300-500 mg/dl. The insertion site was draining yellow pus. The customer went to her doctor who lanced the site and treated her with an antibiotic. The pod was discarded.